Event description:
It was reported that, after a tka surgery performed on an unspecified date, a 46-years-old patient had a 6 month post operative x ray and some radiolucencies were noticed around the conceloc baseplate. The surgeon decided to aspirate the knee and the patient came back with no evidence of infection. The current health status of the patient is unknown.

Manufacturer narrative:
H10: internal complaint reference: case-(B)(4). H3,h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
Additional information: corrected data: h6 (health effect - impact code and type of investigation). H3, h6: given the nature of the alleged incident, the device, could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, radiolucency (a sign of potential issues seen on x-rays) is a common problem after knee surgery. In this case, it was found around the patient's tibia baseplate at both 3 weeks and 6 months post-surgery. Although an infection was ruled out, the exact cause of the radiolucency is still unclear. It could be due to the surgery itself, the type of baseplate used, or poor integration of the implant with the bone. Because the patient's current condition and any treatments are unknown, the full impact of this issue can't be determined. However, it's important to closely monitor the patient for any symptoms and changes seen on x-rays. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. A review of the instructions for use documents for knee systems revealed that postoperative patient care and directions and warnings to patients by physicians are extremely important. Protected weight bearing with external support is recommended for a period of time to allow healing. Normal daily activity may be resumed at the physician¿s direction. Also, warnings and precautions states that the patient should be warned of surgical risks, and made aware of possible adverse effects. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, osteolysis, patient condition and/or injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.